Manufacturer narrative:
This is a report of a use error where the patient forgot to fully close the clamp on a luer transfer set before disconnecting resulting in a leak. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting from the cycler. It guides the user to close the transfer set prior to disconnecting from the patient line. The guide warns the user to follow aseptic technique taught by the dialysis center when handling lines to reduce the possibility of infection. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a luer transfer set leaked during peritoneal dialysis therapy. The patient was disconnecting at the end of therapy when some solution leaked out from the transfer set before they capped the line with a minicap because they forgot to close the transfer set fully. There was no report of patient injury or medical intervention associated with this event. No additional information is available.